Event description:
It was reported that insulin gauge displayed amount different than expected, showing zero units instead of expected 200 units earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, later experienced cartridge alarms, and pump was replaced. Customer reverted to an alternative method of insulin therapy.